Event description:
The patient reported their neurostimulator gets warm under their skin when in use. Attempts were made to change the programs on the transmitter assembly and the patient is no longer wearing the device. A revision procedure will be performed. However, a date has not been scheduled. A supplemental report will be submitted as information is available.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label and implanting the device too close to the targeted nerve have been ruled out as potential causes. However, the commercial team member noted the device migrated and/or became too close to skin level. The stimulator is used to treat pain. The cause of the reported issue is due to migration. However, the investigation findings do not lead to a clear conclusion about the cause of the migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.